Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/11/2015 with the following findings:there was no evidence of a 'load step malfunction' observed in the pump history or black box data. The pump was exercised for 24 hours, during which no 'load step malfunctions' were observed: the reported issue was not duplicated. The pump successfully performed the prime sequence functions. The following findings are unrelated to the reported issue: an 'occlusion alarm', which was due to a high force reading and occurred during the prime step, was observed in the black box data; this caused a motor stall, as shown by the presence of a cs-064-0001 'call service alarm' in the black box data. The pump failed a force sensor calibration check due to a force sensor calibration reading above the upper specification limit. The pump passed a force sensor resistance check. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.